Manufacturer narrative:
This device is still currently in service and not available for return. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient's device could not be interrogated. The device beeps tones but could not be successfully interrogated after troubleshooting. Replacement was recommended, however the device is currently still in service. No adverse patient effects were reported.